Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in an unspecified procedure. According to the complainant, the proximal end kinked near the handle and they were unable to open and close the basket. No patient information is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it is being retained; therefore a failure analysis of the complaint device could not be completed.